Event description:
This report is cancelled because currently MDR is being used in place of the specific region report.

Manufacturer narrative:
(B)(4). The customer reported intermittent 12-lead issues. There was no reported adverse pt impact. The customer reported that they are leaving the electrodes open ready for use. Philips advised the customer that we recommend they open these right before use so they don't dry out. The customer also confirmed an onsite technician calibrated the device and the device is now working fine.